Manufacturer narrative:
Follow-up #1: date of submission 01/19/2016. Device evaluation: the cartridge has been returned and was evaluated by product analysis on 12/23/2015 with the following findings: the cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. The cartridge was cycled and filled successfully with no air bubbles formed inside the cartridge. A cartridge leak test was performed and no leaks were noted from anywhere on the cartridge. A cartridge force test was completed with all of the cartridge force measurements within required specifications. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging a cartridge luer lock leak. It was reported the patient's blood glucose that day was above 250 mg/dl and below 500 mg/dl with extreme thirst. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not recently changed. The reported health event does not qualify as a serious injury. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.